Event description:
Capio suture broke off inside patient. Possible capio hand piece or suture error. The dart from the capio suture broke off. The doctor said it malfunctioned and the suture dart came off or fell off or was cut off and he could not capture the suture and the dart is now left inside the patient. Cannot retrieve.

Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-123 / batch 74h1901360 that can be related to the failure mode reported. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Capio suture broke off inside patient. Possible capio hand piece or suture error. The dart from the capio suture broke off. The doctor said it malfunctioned and the suture dart came off or fell off or was cut off and he could not capture the suture and the dart is now left inside the patient. Cannot retrieve.